Manufacturer narrative:
The device has been returned and evaluated by product analysis on 16-feb-2018 with the following findings: during investigation, the battery compartment was found to be cracked from the threads to the case seal; in addition, the pump powered on to a dim and discolored display. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment and a dim/fading display. This report is made based on results of investigation completed on (B)(6) 2018.